Event description:
The valve was explanted due to aortic insufficiency and was replaced with a 27aj-501. Intraoperatively, the valve was dehisced over 50% of the circumference. Additional info has been requested.